Manufacturer narrative:
The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoleak, aneurysm rupture, endoprosthesis: device migration. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2014, this patient underwent endovascular treatment for an abdominal aortic aneurysm and a thoracic aortic dissection. The patient was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system and conformable gore® tag® thoracic endoprostheses. The patient tolerated the procedure. On (B)(6) 2018, the patient presented to the hospital with a rupture of the abdominal aortic aneurysm. It was reported that the proximal end of the trunk ipsilateral leg component had migrated distally into the aneurysm sac and a proximal type I endoleak had caused a rupture. The patient underwent reintervention and a endurant® cuff and zenith cuff were implanted proximal to the gore® excluder® main body and extend the proximal seal to just distal to the superior mesenteric artery. The physician stated that the characteristics of the patient proximal neck had contributed to the device migration. The patient tolerated the procedure.